Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced parts to correct the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that in artemis, the "22028" coupled with error "23007" was found indicating "high command velocity during wiggle test" on the usm "0x3" axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the no error was triggered. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where "friction speed test" was found to be failing on the "0x3" axis. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the customer called in to report that they had an error 22028. The technical support engineer (tse) checked logs and confirmed the error pointing to universal surgical manipulator (usm)1 axis 3. Prior to the call the customer restarted a few times but the issue persisted. Procedure is starting with 3 usms as per surgeons decision. Dispatching field service order (fso). The procedure was completing as planned with no reported injury.